Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm. Customer stated their buttons became unresponsive after the alarm occurred. The customer also reported receiving a button error alarm. The customer's blood glucose was 450 mg/dl. Customer corrected their blood glucose with manual injections. The customer reported their blood glucose was high because they did not receive any insulin for 12 hours. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced and they agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. No battery out limit alarms noted. The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received missing end cap sticker, minor scratches on lcd window and cracked case at display window corners.